Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that blade separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous graft (avg). A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, after dilation on the target lesion and the device was completely removed from the patient's body, it was noted that a part of the blade got separated from the balloon adhesive surface when it was removed from the sheath. The procedure was completed without replacing the device. There was no patient injury.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that approximately 12mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that blade separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified arteriovenous graft (avg). A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, after dilation on the target lesion and the device was completely removed from the patient's body, it was noted that a part of the blade got separated from the balloon adhesive surface when it was removed from the sheath. The procedure was completed without replacing the device. There was no patient injury.